Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a stent thrombosis occurred. Lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 2.7mm and the target lesion length was 26mm. Pre-procedure there was 75% stenosis and post-procedure there was 0% stenosis. The liberte stent used had a diameter that was 2.75mm and the length was 28 mm. An additional procedure was performed in the target lesion of thrombectomy due to thrombosis. The procedure was a technical success. Lesion 2 was located in the right coronary artery (rca) vessel. The reference vessel diameter was 2.9mm and the target lesion length was 20mm. Pre-procedure there was 78% stenosis and post-procedure there was 0% stenosis. The liberte stent used had a diameter that was 3mm and the length was 24mm. The procedure was a technical success. Lesion 3 was located in the right coronary artery (rca) vessel. The reference vessel diameter was 3.7mm and the target lesion length was 27mm. Pre-procedure there was 76% stenosis and post-procedure there was 0% stenosis. The liberte stent used had a diameter that was 3.5mm and the length was 28mm. There is a notation of "dilatation of the two stents". The procedure was a technical success. The patient was discharged two days after the index procedure with no anginal complaints or silent ischemia. Discharge medications were asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.